Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event date of (B)(6) 2020 was incorrect. The patient returned to the operating room (or) on (B)(6) 2018 for incision and drainage of subxiphoid abscess. The event occurred during the patient's index hospitalization (B)(6) 2018- (B)(6) 2019, implanted on (B)(6) 2018). The source of the infection was unknown and the device operated as expected. The patient had purulent drainage from the epigastrium. The patient was treated with wound vacuum assisted closure was placement n the operating room and intravenous (IV) antibiotics. The patient was transitioned to oral doxycycline for chronic suppression therapy prior to discharge.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient returned to the operating room on (B)(6) 2020 for incision and drainage of a subxiphoid abscess.